Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided and reviewed. The photo shows the partial view of needle with protective tube. Physician was pointing out the hub area. The minor crack was noted near to the hub edge. Suction issue was due to crack in the needle hub. Therefore, the investigation is confirmed for the reported needle hub break and suction issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure in the internal jugular vein using the powerport m.r.I. Isp. During the procedure no blood return was obtained with an 18g introducer needle. After needle retrieval, a crack was discovered at the needle handle. The procedure was completed using another device. Additionally, the patient allegedly had discomfort. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure in the internal jugular vein using the powerport m.r.I. Isp. During the procedure no blood return was obtained with an 18g introducer needle. After needle retrieval, a crack was discovered at the needle handle. The procedure was completed using another device. Additionally, the patient allegedly had discomfort. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.